Event description:
On july 16, 2008, a patient/layperson informed a customer care advocate, cca, that his onetouch ultramini would not turn on. Because the patient has not responded to calls, this senior medical affairs specialist has sent a letter. The complaint is classified based upon information the patient gave to the cca who replaced the meter. The patient, who tests twice a day and whose regime is oral diabetes medication, reportedly purchased the meter 4-5 weeks earlier. In 2008, the meter reportedly would not turn on. With a new battery, it allegedly still would not turn on. After the issue began, time and date not provided, the patient allegedly had pains in his chest and was shaky and disoriented. A test on a "bayer brand meter was 227." The patient did not indicate whether the other meter is his. Reportedly, the patient received no medical intervention. It would be helpful to know what transpired before and after the alleged 227 blood glucose and during the symptoms. Because the patient alleged that he experienced shakiness (a symptom that typically is associated with severe hypoglycemia) after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.